Manufacturer narrative:
Submit date: 9/13/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the liquid from the syringe was going around the plunger and getting stuck there.

Manufacturer narrative:
The device history record (DHR) for lot 634043 indicates that zero defects were found in 300 visual samples and zero defects were found in 60 physical samples inspected from the lot. There were no related process or material changes related to the reported condition for this product or describe changes that occurred. Process monitoring data was reviewed and no issues were identified. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed as no samples received. A 6m analysis was conducted and different factors that can cause the reported condition were listed and reviewed. No evidences were found to identify neither an exact nor a most likely root cause; however, if any of the mentioned factors in the 6m fail, due to special/unknown situation, it is probably to impact the barrel/plunger assembly functionality causing the plunger/rubber stopper to not seal properly when drawn up medication into the syringe. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage. The lot met all defined acceptance requirements and was released. Based on the information available and the investigation findings, a corrective and preventive action (CAPA) is not deemed necessary at this time because a specific root cause could not be identified and a trend was not identified. If information is provided in the future, a supplemental report will be issued.